Manufacturer narrative:
It was reported that the patient had a post-operative hip dislocation. The patient received a closed reduction to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a post-operative hip dislocation. The patient received a closed reduction to address the issue.